Event description:
It was reported that the patient underwent emergency surgery of the body and tail of the pancreas on (B)(6) 2015 and suture was used. The left side of the umbilicus was cut vertically and continuous suturing on the fascia was performed. Four days post-operatively, the patient complained about pain. Six days post-operatively, the suture in about 5 cm of the bottom part of the wound broke, dehiscence was confirmed and bowels prolapsed from that part. The patient underwent another surgical procedure. The patient has been in the ICU in the hospital. It was reported the patient is hospitalized as of (B)(6) 2015. The surgeon opined that one of the causes of the wound dehiscence may be the suture but that causes other than suture may have led to the dehiscence. Additional information has been requested.

Manufacturer narrative:
(B)(4) - bowel prolapse. Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient raged in the bed 4 days post-op and the patient coughed post-op. The surgeon opined that either of the two caused abdominal pressure. During the re-operation, the suture was found broken. It was reported that the patient is hospitalized as of (B)(6) eating rice porridge in half degree. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.